Event description:
A customer contacted baxter (B)(4) regarding a final bag becoming disconnected during use, while not connected in prime. The home patient (hp) would start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue was confirmed and the root cause was determined to be due to a supply bag disconnecting without falling.

Manufacturer narrative:
(B)(4). This complaint for a report of difficulty opening or closing a door was not confirmed and the root cause could not be determined due to the device not being returned.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.